Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 7.4mmol/l. The customer is advised the internal power source in the pump is unable to charge. The customer was advised to disconnect from the device. The customer was advised to wait for the notification light to stop flashing, insert a new battery, clear the power alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised to monitor the pump.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with normal operating currents. According to the power management graph, the detailed trace analysis confirmed that there were no unexpected pump error 25 alarms noted or triggered. The backup battery unloaded voltage was not less than the 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than the 3.5 volts for four consecutive hours. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.